Event description:
During the index procedure two resolute integrity rapid exchange (rx) drug-eluting stents were implanted in the proximal lad. It was reported that the second stent was implanted to treat a dissection which occurred after implantation of the first stent. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation; results: (B)(4) inherent risk of procedure (dissection).